Event description:
The customer reported the sys will not boot up. No pt injury was reported.

Manufacturer narrative:
No ge svc was performed. The customer replaced a blown fuse. Sys operates as intended.